Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: patient outcomes following t-fix meniscal repair and a modifiable, progressive rehabilitation program, a retrospective study 10.1007/s00402-004-0649-6.

Event description:
It was reported that on literature review "patient outcomes following t-fix meniscal repair and a modifiable, progressive rehabilitation program, a retrospective study", 1 patient experienced continued pain and effusion 6 months after an acl meniscal repair procedure using two (2) t-fix devices. The event was treated with arthroscopic meniscal resection. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states the patients impact beyond the reported cannot be determined. The patient outcome and current health status are unknown. Therefore, no further clinical/medical assessment can be rendered. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.